Manufacturer narrative:
Supplemental report 2: explant date was updated. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. A follow up every three months will be scheduled in order to postpone the surgical procedure to replace the device as long as possible. No adverse patient effects were reported. Additional information was received. This device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report 2: explant date was updated. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. A follow up every three months will be scheduled in order to postpone the surgical procedure to replace the device as long as possible. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and is currently undergoing technical analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. A follow up every three months will be scheduled in order to postpone the surgical procedure to replace the device as long as possible. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. A follow up every three months will be scheduled in order to postpone the surgical procedure to replace the device as long as possible. No adverse patient effects were reported. The device remains in service.